Event description:
A physician reported that after intraocular lens (iol) implantation, the patient developed some symptoms of glare. The patient was constantly squinting. The patient seemed to have developed glistening on the iol. Patient had a very clear history of the vision being good for 5 weeks, after which time the symptoms started. According to the physician the lens defect wasn't present at the time of implantation, otherwise physician would have exchanged it at the time given the density and central position of the changes. Physician prescribed some constricting drops, but told if the symptoms continue to be troublesome despite it, an iol exchange could be planned. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The provided photos were reviewed. Both photographs demonstrate vertically elongated slit illumination cast from left to right. An oval shaped anterior intraocular lens (iol) surface light reflection is present on the left and a posterior iol surface (or posterior lens capsule) light reflection is present on the right. The anterior surface reflection is surrounded by an orange peel-like appearance. Between these reflections is a mottled wedge-shaped opacity that appears to be located on the posterior iol surface (or posterior lens capsule). Although both photographs exhibit the features described above, neither photo appears to display findings consistent with glistenings. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).